Manufacturer narrative:
The assembly process and manufacturing procedure of catalog number 1607 were reviewed and no findings related to the reported issue were found. A device history record (DHR) review could not be performed as the lot number was unknown. The reported complaint could not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If the defective sample becomes available at a later date, a follow-up report with the investigation results will be submitted.

Event description:
The complaint is reported as: the tubing is not passing the ventilator check and causing the vent circuit to leak during pre-vent commitment check. No patient injury reported.